Event description:
It was reported that a patient underwent an isvt (ischemic ventricular tachycardia) ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle and the bwi product analysis lab identified a hole inside the pebax. During the procedure, the temperature slope too high message one second after staring ablation at ngen generator. Reducing the power cold not solve the issue. Catheter irrigation was sufficient: changing the cable could also not solve the problem. After changing the catheter ablation was possible without any issue. No patient consequences were reported. High temperature is not MDR-reportable. Hole in the pebax is MDR-reportable.

Manufacturer narrative:
This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed a hole and reddish material was observed inside of the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. However, the hole at the pebax with reddish material inside it could be related to the temperature issue. The root cause of pebax damage could be related to the handling of the device during the procedure however, this cannot be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device 30864679l number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).